Manufacturer narrative:
One-unit of bandit guidewire was returned to vsi/teleflex for evaluation. The bandit guidewire was damaged near the shaft of the distal tip. Multiple sections of the wire showed stretching of the coil and delamination of polymer from the coil. Supplier was notified of the complaint and a review was requested. The following pertains to their review: it was confirmed that the coil part was expanded, and the core had come off from the soldered section of the core and coil. The production process and inspection met all the specifications especially the tensile strength of the distal coil. Supplier states that the root cause of the failure could be due to excessive load applied to the part. It is likely that the wire was damaged during use. Per IFU a precaution states "exercise care in handling the guidewire during a procedure to reduce the possibility of accidental breakage or kinking." Based on the information, product evaluation and supplier review, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
It was reported that a unit was used during a (B)(6) study. During a cto pci procedure on the study subject, a bandit guidewire was reported to have frayed/fractured. No further complications were reported. Additional information received 24aug2020. This unit was used during a cto pci study case during a cto pci procedure a bandit guidewire reported to have frayed/fractured. The lesion was located in the proximal rca, had a j-cto score of 1, there was no calcium or tortuosity present, lesion length was 40 mm. The case was successful with timi score at the beginning of the case of 0 and at the end of the case of iii. The wire was inserted antegrade and after a couple of minutes was removed and noted that the tip of the wire pulled apart. No part of the device was noted to be left in the patient. The patient was discharged the next day with no sequelae.